Event description:
Clinical report states the patient was revised of bone ingrown cup for wear and osteolysis 24.2 years after primary tha with placement of a new acetabular shell and liner combined with a bipolar head that was placed on the 22-mm monobloc head of the retained primary stem. Primary tha used a joint medical products deep porous cup with a 10 degrees polyethylene liner and a fully porous-coated aml stem.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history record and/or a complaint database search was not possible as the product and lot code required was not provided. Per the initial reporting by the depuy clinical team, no additional information is available. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.